Manufacturer narrative:
This follow-up report is being filed to relay corrected information. The following sections could not be completed due to the part/lot information could be: catalog number - 231220200. Or the part/lot information could be: catalog number - 231220202.

Event description:
It was reported that patient underwent an open reduction internal fixation of the right thumb on (B)(6) 2015. During the procedure, the drill bit fractured off inside a bone in the patient's thumb. It could not be retrieved and was retained by the patient.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided.